Event description:
Customer's mother called to report a hospitalization due to diabetic ketoacidosis. Customer's current blood glucose reading is 327 mg/dl. The insulin pump has cosmetic damage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.